Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4-a6, b6, b7, d9, h3, h4, h6, h11. Corrected fields: d3(address 1), g1(mfg site address 1), h10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal edge, and a loose handle. Based on the results of the investigation, it is likely the following led to the malfunction: due to loose handle. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope's lens spins on its own during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, that the video scope's lens spins on its own, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.